Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. The distal e nd/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead experienced placement difficulty. The helix screw was unable to extend. The lead was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.